Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
The tip of a wire break off inside an occluded blood vessel. No other information provided. (B)(4).